Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not move. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip, the instrument passed engagement and able to retain clip through engagement but could not apply the clip. The clip did not close completely. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality.